Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging apply sample - meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (07/04/2014).the patient¿s meter has been returned on 05/22/14 and evaluated by lifescan product analysis on 06/24/14 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a contact issue on spc pin 2. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.